Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Receiver download retrieved and attached: passed. Test on receiver functional test station passed all relevant testing. Perform log review: no issues related to the customer's complaint were observed within the investigation window. Perform wiggle test and manual "try it" audio function: passed. Open receiver to check speaker: passed resistance check at 7.38 ohms. The complaint was not confirmed because the receiver produced audio output during the audio tests. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.